Event description:
During a total knee procedure, the tobramycin cement from stryker became too hard to use for the implantation of the patella. The cement was mixed in a vacuumed bowl for 90 seconds, the room temperature was 67.3 degrees. There was no additional time spent on the surgeons implantation of the tibial and femoral components that would have extended the surgical time. An additional half dose of regular simplex was mixed for the patella.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. A non-quantified additional surgery time and related additional tourniquet time were reported but no further adverse consequences to the patient. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed no other similar event for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
During a total knee procedure, the tobramycin cement from stryker became too hard to use for the implantation of the patella. The cement was mixed in a vacuumed bowl for 90 seconds, the room temperature was 67.3 degrees. There was no additional time spent on the surgeons implantation of the tibial and femoral components that would have extended the surgical time. An additional half dose of regular simplex was mixed for the patella.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.